Event description:
It was reported the film was low adhesive, which can't fix the tube during use.

Manufacturer narrative:
A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Product evaluation has confirmed the issue reported, the processing step that affected the low adhesion is the adhesive coating process. Our experts have provided the following report after investigation, this product is manufactured at smith and nephew hull through various processing steps, our investigation has determined that the processing step that affected the low adhesion is the adhesive coating process. The coating process involves the carrier paper being applied with adhesive as a grid pattern which is then laminated onto the pink film. This is then slit and converted as a final product. During the coating, the grid can be affected due to changes in screen or stoppage of the screen. Although the manufacturing operators are trained to observe the line to ensure that, the grid pattern is maintained, in this instance this was not carried out. Further actions have been placed from august 2018, the tabbing method has been updated, the ways of working improved, all operators received standardised training of how to capture faults effectively and training has been introduced to remediate the cause. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.